Event description:
It was reported that a user on the ilet for approximately six months experienced recurrent nighttime low glucose and requested guidance on performing a device reset after changes in weight and eating habits, noting the healthcare provider had adjusted target range and weight settings. Symptoms included measured hypoglycemia with a lowest reported blood glucose of 39 mg/dl without associated clinical symptoms. Outcomes included self-treatment with oral carbohydrates and no need for assistance, medical intervention, or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia management. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.